Event description:
(B)(4). I've been having 2 heavy clotty periods per month. Severe pain in pelvic/hips..headaches..constant bloating and discomfort in stomach..hair loss..mood swings...sugar dropping...memory loss...iritis..no interest in sex...cramping after sex..not able to make it to pee sometimes just starts dribbling out..joint pain..back and neck pain..metal taste on tongue..